Manufacturer narrative:
H2-h6: a medtronic representative went to the site to test the equipment. The system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a navigation inaccuracy. It was reported that the issue occurred intra-operatively during an electrode and probe placement procedure. There was a parallel inaccuracy of 4 mm. There was no surgical delay and no impact on patient outcome. It was reported that the automated trajectory guidance unit tracker and a pointer were used. The inaccuracy was verified by merge post-operatively after implantation result with initial plan. The anatomical marks were accurate.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0, h3, h6: no products have been evaluated by the manufacturer. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.